Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01660. It was reported that balloon rupture occurred. The target lesion was located in a vein. An 8x200mm mustang¿ balloon was advanced to expand a wallstent but the balloon ruptured at 2 atmospheres (atm). A 12x80mm mustang¿ balloon was then advanced but the balloon ruptured at 8 atmospheres. The procedure was completed with other mustang balloon catheters. No patient complications were reported.